Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the implantable pulse generator (ipg) for an extended period time as they were hospitalized for an unrelated issue. Manufacturer representative met with the patient and found the ipg was unable to communicate with external devices. Device replacement may take place at a later date.

Event description:
Additional information received via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.